Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported no delivery alarms yesterday and today and also a motor error alarm. Customer's blood glucose was 331 mg/dl. The motor error occurred during a fixed prime. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. She is able to rewind the device. Customer stated her bolus delivery was interrupted with a no delivery alarm. Customer took out the infusion set and reservoir and during the fixed prime, the device alarmed no delivery and then motor error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's last blood glucose was 268 mg/dl. Nothing further reported.